Manufacturer narrative:
H2: the previously reported software analysis (for product ID 9735736) was reported with the incorrect date of manufacturer receipt. It was erroneously reported that medtronic received the analysis information on 2020-jan-18. The correct date of receipt is 2020-mar-18. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3, h6: logs and archive were reviewed but provided insufficient information to determine root cause of the reported behavior. Logs from trualg service show that the estimated registration error metric on the fourth attempt (using 174 trace points and four touch points) was 1.78mm for this case. Logs provide no further information for this case. Tracer pattern from archived exam looks well done: coverage on forehead, nose, and bony parts of temples. Green zone covers small volume around sinuses. Codes 10, 3221, and 4315 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the issue is unknown per the site.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, there was an alleged inaccuracy of 3-4 millimeters. When the patient was registered, they were accurate on the tip of the nose but on the septum, the surgeon reported that it was 3-4 millimeters off inferior and to the right. The surgeon re-registered the patient and was again accurate at the nose, but when they reached the skullbase, it was reported that it was inferior by 4 millimeters. The surgeon continued the case using the navigation system and accounting for the inaccuracy. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.